Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rebv2238 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv2238) have been reported from the same facility. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported that the PICC was inserted without incident. Rn tried removing 3cg wire after insertion and it felt stuck in catheter. Rn continued flushing line and gently pulling at wire. Worked at it for more than 1 hour and eventually got the wire out. No injury to patient or staff.